Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and device breakage ("as she believes she still has remnants of the essure in her body") in a 35 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of systemic hypertension, abortion, multigravida, caesarean section and parity 5. Previously administered products included: medroxyprogesterone. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced abdominal pain lower ("she reports mild pain in the lower abdomen"). In (B)(6) 2016 she experienced abdominal pain ("severe abdominal pelvic pain on the sides of the body in the direction of the tubes"), back pain ("pain in the lower back"), constipation ("constipation"), dyspareunia ("pain during sexual intercourse"), dysuria ("pain when urinating"), swelling ("swelling"), insomnia ("insomnia"), toothache ("pain in the teeth"), heavy menstrual bleeding ("average was twenty-eight days, always with many more days "), genital haemorrhage ("plaintiff bled from her genital organ for 3 weeks after the procedure, highlight ng that the type of colour of the bleeding was different"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2016 she experienced cervix disorder ("a lesion was detected on the cervix."). Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic inflammatory disease (seriousness criterion intervention required), device breakage (seriousness criterion medically important), depression (" leaving her extremely depressed") and stress ("emotional shocks"). The patient was treated with luftal (simeticone) and dipyrone (metamizole sodium) as well as surgery (to remove essure ). At the time of the report, the abdominal pain lower was resolving and the pelvic inflammatory disease had not resolved. The outcomes for device breakage, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, heavy menstrual bleeding, genital haemorrhage, alopecia, anxiety, nausea, cervix disorder, depression and stress were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cervix disorder, constipation, depression, device breakage, dyspareunia, dysuria, genital haemorrhage, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, stress, swelling, toothache and weight increased to be related to essure administration. The reporter commented: thus, surgery to remove the device was performed on (B)(6)2021, six years with a bomb inside her body, a consequence, and the plaintiff with the scars that she will carry for the rest of her life, leaving her extremely depressed, embarrassed in front of her husband due to the location of the scar and with emotional shocks. She feels pain to this day, she doesn't know if she will need a new surgery, as she believes she still has remnants of the essure in her body. She had pelvic inflammation and suffers from pain to this day trailing coils in cavity : right -4. Trailing coils in cavity : left -5. At the tome of insertion. Blood pressure (bp) 140/80] mmhg. Pulsation: 72 beats per minute (bpm). Heart rate (hr): 20. Respirations per minute (rpm) axillar temperature 36.3 °c. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] in (B)(6) 2016: device was in the right place, however, a lesion was detected on the cervix. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and device breakage ("as she believes she still has remnants of the essure in her body) in a 35 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of systemic hypertension, abortion, multigravida, caesarean section and parity 5. Previously administered products included: medroxyprogesterone. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced abdominal pain lower ("she reports mild pain in the lower abdomen"). In may 2016 she experienced abdominal pain ("severe abdominal pelvic pain on the sides of the body in the direction of the tubes"), back pain ("pain in the lower back"), constipation ("constipation"), dyspareunia ("pain during sexual intercourse"), dysuria ("pain when urinating"), swelling ("swelling"), insomnia ("insomnia"), toothache ("pain in the teeth"), heavy menstrual bleeding ("average was twenty-eight days, always with many more days), genital haemorrhage ("plaintiff bled from her genital organ for 3 weeks after the procedure, highlight¿ng that the type of colour of the bleeding was different"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). In july 2016 she experienced cervix disorder (a lesion was detected on the cervix.). Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic inflammatory disease (seriousness criterion intervention required), device breakage (seriousness criterion medically important), depression (" leaving her extremely depressed") and stress ("emotional shocks"). The patient was treated with luftal (simeticone) and dipyrone (metamizole sodium) as well as surgery (to remove essure). At the time of the report, the abdominal pain lower was resolving and the pelvic inflammatory disease had not resolved. The outcomes for device breakage, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, heavy menstrual bleeding, genital haemorrhage, alopecia, anxiety, nausea, cervix disorder, depression and stress were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cervix disorder, constipation, depression, device breakage, dyspareunia, dysuria, genital haemorrhage, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, stress, swelling, toothache and weight increased to be related to essure administration. The reporter commented: thus, surgery to remove the device was performed on (B)(6) 2021, six years with a bomb inside her body, a consequence, and the plaintiff with the scars that she will carry for the rest of her life, leaving her extremely depressed, embarrassed in front of her husband due to the location of the scar and with emotional shocks. She feels pain to this day, she doesn't know if she will need a new surgery, as she believes she still has remnants of the essure in her body. She had pelvic inflammation and suffers from pain to this day. Trailing coils in cavity : right -4 trailing coils in cavity : left -5 at the tome of insertion blood pressure (bp) 140/80] mmhg pulsation: 72 beats per minute (bpm) heart rate (hr): 20 respirations per minute (rpm) axillar temperature 36.3 °c. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] in july 2016: device was in the right place, however, a lesion was detected on the cervix. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-mar-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic inflammation [pelvic inflammation] perforation of internal organs [perforation of organ] as she believes she still has remnants of the essure in her body [device breakage] severe abdominal pelvic pain on the sides of the body in the direction of the tubes [abdominal pain] pain in the lower back [low back pain] constipation [constipation] pain during sexual intercourse [painful intercourse] pain when urinating [urination pain] weight gain [weight gain] swelling [swelling nos] insomnia [insomnia] pain in the teeth [tooth pain] average was twenty-eight days, always with many more days [menstruation prolonged] plaintiff bled from her genital organ for 3 weeks after the procedure, highlighting that the type of colour of the bleeding was different [genital bleeding] hair loss [hair loss] anxiety [anxiety] nausea [nausea] a lesion was detected on the cervix. [Cervix lesion] leaving her extremely depressed [depression] emotional shocks [stress] she reports mild pain in the lower abdomen [lower abdominal pain] chronic pain [pelvic pain female] allergic reactions to nickel in its composition [nickel allergy] gynecological complications [female reproductive tract disorder]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), device breakage ("as she believes she still has remnants of the essure in her body") and perforation ("perforation of internal organs") in a 35 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of systemic hypertension, abortion, multigravida, caesarean section and parity 5. Previously administered products included: medroxyprogesterone. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced abdominal pain lower ("she reports mild pain in the lower abdomen"). In may 2016 she experienced abdominal pain ("severe abdominal pelvic pain on the sides of the body in the direction of the tubes"), back pain ("pain in the lower back"), constipation ("constipation"), dyspareunia ("pain during sexual intercourse"), dysuria ("pain when urinating"), swelling ("swelling"), insomnia ("insomnia"), toothache ("pain in the teeth"), heavy menstrual bleeding ("average was twenty-eight days, always with many more days"), genital haemorrhage ("plaintiff bled from her genital organ for 3 weeks after the procedure, highlighting that the type of colour of the bleeding was different"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). In july 2016 she experienced cervix disorder ("a lesion was detected on the cervix."). On unknown date she experienced pelvic inflammatory disease (seriousness criterion intervention required), device breakage (seriousness criterion medically important), depression (" leaving her extremely depressed"), stress ("emotional shocks"), pelvic pain ("chronic pain"), allergy to metals ("allergic reactions to nickel in its composition"), perforation (seriousness criterion medically important) and female reproductive tract disorder ("gynecological complications"). The patient was treated with luftal (simethicone) and dipyrone (metamizole sodium) as well as surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower was resolving and the pelvic inflammatory disease had not resolved. The outcomes for device breakage, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, heavy menstrual bleeding, genital haemorrhage, alopecia, anxiety, nausea, cervix disorder, depression, stress, pelvic pain, allergy to metals, perforation and female reproductive tract disorder were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, cervix disorder, constipation, depression, device breakage, dyspareunia, dysuria, female reproductive tract disorder, genital haemorrhage, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, pelvic pain, perforation, stress, swelling, toothache and weight increased to be related to essure administration. The reporter commented: thus, surgery to remove the device was performed on (B)(6)2021, six years with a bomb inside her body, a consequence, and the plaintiff with the scars that she will carry for the rest of her life, leaving her extremely depressed, embarrassed in front of her husband due to the location of the scar and with emotional shocks. She feels pain to this day, she doesn't know if she will need a new surgery, as she believes she still has remnants of the essure in her body. She had pelvic inflammation and suffers from pain to this day trailing coils in cavity : right -4 trailing coils in cavity : left -5 at the tome of insertion blood pressure (bp) 140/80] mmhg pulsation: 72 beats per minute (bpm) heart rate (hr): 20 respirations per minute (rpm) axillar temperature 36.3 °c. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] in (B)(6) 2016: device was in the right place, however, a lesion was detected on the cervix.. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-nov-2024: medical record received. New events added pelvic pain female perforation , genital bleeding, gynecological disorder added. New reporters (lawyer) added.. Annex e & f codes updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic inflammation [pelvic inflammation]. Perforation of internal organs [perforation of organ] as she believes she still has remnants of the essure in her body [device breakage] severe abdominal pelvic pain on the sides of the body in the direction of the tubes [abdominal pain] pain in the lower back [low back pain] constipation [constipation] pain during sexual intercourse [painful intercourse] pain when urinating [urination pain] weight gain [weight gain] swelling [swelling nos] insomnia [insomnia] pain in the teeth [tooth pain] average was twenty-eight days, always with many more days [menstruation prolonged] plaintiff bled from her genital organ for 3 weeks after the procedure, highlighting that the type of colour of the bleeding was different [genital bleeding] hair loss [hair loss] anxiety [anxiety] nausea [nausea] a lesion was detected on the cervix. [Cervix lesion] leaving her extremely depressed [depression] emotional shocks [stress] she reports mild pain in the lower abdomen [lower abdominal pain] chronic pain [pelvic pain female] allergic reactions to nickel in its composition [nickel allergy] gynecological complications [female reproductive tract disorder] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), perforation ("perforation of internal organs") and device breakage ("as she believes she still has remnants of the essure in her body") in a 35 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of systemic hypertension, abortion, multigravida, caesarean section and parity 5. Previously administered products included: medroxyprogesterone. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced abdominal pain lower ("she reports mild pain in the lower abdomen"). In (B)(6) 2016 she experienced abdominal pain ("severe abdominal pelvic pain on the sides of the body in the direction of the tubes"), back pain ("pain in the lower back"), constipation ("constipation"), dyspareunia ("pain during sexual intercourse"), dysuria ("pain when urinating"), swelling ("swelling"), insomnia ("insomnia"), toothache ("pain in the teeth"), heavy menstrual bleeding ("average was twenty-eight days, always with many more days"), genital haemorrhage ("plaintiff bled from her genital organ for 3 weeks after the procedure, highlighting that the type of colour of the bleeding was different"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2016 she experienced cervix disorder ("a lesion was detected on the cervix."). On unknown date she experienced pelvic inflammatory disease (seriousness criterion intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), depression ("leaving her extremely depressed"), stress ("emotional shocks"), pelvic pain ("chronic pain"), allergy to metals ("allergic reactions to nickel in its composition") and female reproductive tract disorder ("gynecological complications"). The patient was treated with luftal (simeticone) and dipyrone (metamizole sodium) as well as surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower was resolving and the pelvic inflammatory disease had not resolved. The outcomes for perforation, device breakage, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, heavy menstrual bleeding, genital haemorrhage, alopecia, anxiety, nausea, cervix disorder, depression, stress, pelvic pain, allergy to metals and female reproductive tract disorder were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, cervix disorder, constipation, depression, device breakage, dyspareunia, dysuria, female reproductive tract disorder, genital haemorrhage, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, pelvic pain, perforation, stress, swelling, toothache and weight increased to be related to essure administration. The reporter commented: thus, surgery to remove the device was performed on (B)(6) 2021, six years with a bomb inside her body, a consequence, and the plaintiff with the scars that she will carry for the rest of her life, leaving her extremely depressed, embarrassed in front of her husband due to the location of the scar and with emotional shocks. She feels pain to this day, she doesn't know if she will need a new surgery, as she believes she still has remnants of the essure in her body. She had pelvic inflammation and suffers from pain to this day trailing coils in cavity: right -4 trailing coils in cavity: left -5 at the tome of insertion blood pressure (bp) 140/80] mmhg pulsation: 72 beats per minute (bpm) heart rate (hr): 20 respirations per minute (rpm) axillar temperature 36.3 °c. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] in (B)(6) 2016: device was in the right place, however, a lesion was detected on the cervix. Batch no d40621. Production date 2014-12-09. Expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-nov-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.